Event description:
During the transseptal puncture procedure, the physician used the brk and sl set (ref: (B)(4), lot: 11041993). While advancing the brk needle according to the normal operating procedure, it was observed that the needle tip did not emerge properly from the tip of the sl sheath. Instead, it perforated through the side of the sheath tip. Upon removal and inspection of the device, damage was noted on the side of the sheath tip.the physician immediately discontinued use of the product and replaced it with another sl1 sheath of the same model and lot number (ref: (B)(4), lot: 11041993). The replacement device functioned normally, and the transseptal puncture was successfully completed without further issues. There were no adverse patient consequences before, during, or after the per device contact.